Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us.

Event description:
According to the complainant: " personnel fills the device with medication, then discovers that medication is leaking from the device. They then see that the tube is almost detached. It has not been connected to a patient. Note! There is medication remaining in the device."